Event description:
A patient reported that for some reason the patient programmer would not allow her to increase stimulation. The patient was on program 4 at 1.0 volts. The patient noted when she increased she got the arrow with the line on the on top. The patient stated she first catheterized in the morning and had an awful lot of urine still there, a couple of cups. The patient noted she never really noticed the urine before in the morning. The patient thought was always higher than 4.1 volts. The patient noted she used to increase stimulation until their leg shook. The patient noted she doesn¿t have it anymore because she could not increase above 1.0 volts. Additional information from the patient reported she didn¿t know anything about leakage and maybe there was some miscommunication. Additional information from the patient reported there was no leakage and it have been some miscommunication. The patient stated that for some reason she was unable to increase and she did not know how that happened. The patient stated she went to the healthcare professional (hcp) and they also were not sure what happened, but they made adjustment to her setting now she was able to increase stimulation. The patient stated that her issue had been taken care of, but nobody knew why she could not increase. There were no further complications that have been reported as a result of this event. The patient is implanted for other.

Event description:
Additional information received as patient reported that patient reported that they were not able to use the remote at all at the time. They went to doctor and they had to start their device as it was off without explanation. The legs were shaking and it was explained to the person on the phone that if their remote and device were working properly then they could increase to the point where their legs would shakes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.